Manufacturer narrative:
Initial report ref to natus complaint #(B)(4). Per doc-035405 rev 10 risk analysis spreadsheet - eds 3 external drainage system hazard 5.1 - breakage of pole clamp that holds all components of eds 3. Effect (harm): delay in patient treatment. Residual risk: low. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Related to capa005781. Further investigation to be carried out.

Event description:
Nt821731c - clamp failure. The pole clamp broke. Per the nurse, it was sturdy and not broken when he leveled and zeroed the drain earlier, it was not overtightened. The system was not compromised nor did the transducer fall off. Simply the pole clamp gave way.

Event description:
Nt821731c - clamp failure. The pole clamp broke. Per the nurse it was sturdy and not broken when he leveled and zeroed the drain earlier, it was not overtightened. The system was not compromised nor did the transducer fall off. Simply the pole clamp gave way.

Manufacturer narrative:
Follow up report 001 ref to natus complaint#(B)(4). Sterile date of product: 26jul 2024. Device history record review: unit has passed all the required tests. No manufacturing defects or non-conformances observed. Capa005781 was opened 08 may 2025 to investigate the increase in complaint rates for the eds product line. CAPA is currently at the CAPA plan status. Complaint history review/trend analysis: 24 months review and percent of sales)32 previously confirmed "integ-broke in use" complaints within the past two years.38,143 nt821731c units sold within past two years. Failure rate = (B)(4). Risk management review: a review of (B)(4) medical device hazard analysis (rev 10), identifies the hazard situation as "5.1 breakage of pole clamp that holds all components of eds 3." The risk level is considered low. Based on complaint of "pole clamp broke." This determination is based on the information received from the customer. Root cause/failure investigation: one pole clamp component was sent back with a break near the top feature that wraps around the pole. There is no visible discoloration of the material, a possible indication was that the user overtightened the clamp to the pole causing the break. The piece that was broken off was not included with the returned part. No design changes have been documented on these parts. The device failed to meet specification. Failure mode: it appears excessive force was applied to break the component.

Manufacturer narrative:
Follow up report 002 ref to natus complaint# (B)(4). Correction: capa005781 that was referenced in follow up report 001 is not related to this issue. Capa005781 focuses on the main contributors to complaints within the evd/eds3 product line, specifically, stopcock breakages occurring in various sections of the stopcock. It does not address pole clamp breakage, as this issue was not identfied as one of the main contributors.

Event description:
Nt821731c - clamp failure. The pole clamp broke. Per the nurse it was sturdy and not broken when he leveled and zeroed the drain earlier, it was not overtightened. The system was not compromised nor did the transducer fall off. Simply the pole clamp gave way.